Event description:
It was reported that post ablation procedure, the implantable pacing lead threshold was noted as high, and encountered no capture. It was also reported that the patient experienced approximately six seconds of asystole. The threshold outputs were adjusted, and the ipl lead remains in use. The lead thresholds to be reevaluated at next device check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).